Event description:
On (B)(6) 2013, maquet service technician reported that cardiohelp-I unit (article number 701048012; serial number (B)(4)) located in the workshop at maquet (B)(4) would not start up on ac power or dc (battery) power. When the unit was initiated, the power led would illuminate briefly and after a short time, the charging led would begin flashing rapidly but the unit did not start. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A maquet service technician serviced the unit's cardiohelp sensor panel with defective capacitor (serial number (B)(4)) and retrofitted with new sensor panel (serial number (B)(4)). (B)(4).